Event description:
The pt reported charging and communication issues between the implant and external equipment. A company rep performed device eval. The problem was confirmed. The pt was implanted with a new boston scientific spinal cord stimulator.